Event description:
Xper module tsm. Initial report text: it was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnostic case. The procedure was completed on same system after selection of exam parameters from the data monitor. It was reported to philips that the geometry movements were unavailable. Review of the log file shows defective fan tray and power supply. Upon troubleshooting, the philips field service engineer (fse) checked the system log file onsite and found a loss of power to the geometry (geo) and the tsm. To resolve the issue, the fse replaced the fan power tray. The defective parts were returned for analysis, for pdu fan tray, malfunction was observed, and the root cause was malfunction of psu. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.